Event description:
It was reported the 5 mm cannula accessory failed the obturator test.

Manufacturer narrative:
The cannula was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the cannula failed a functional test. Cannula inspection was performed using a blunt obturator. Resistance was felt as the obturator moved through the cannula, indicating likely damage to the tube. The distal end of the tube wobbled when the cannula was laid on the bowl and spun, suggesting the tube was bent. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.